Event description:
Device was implanted approximately in 2002. Pt presented with broken plate through proximal screw hole of plate. An 18 month non-union intertrochanteric fracture was reported. Device was revised in 2004.

Event description:
Device was implanted approx in 2002. Pt presented with broken plate through proximal screw hole of plate. An 18 month non-union intertrochanteric fracture was reported. Device was revised in 2004.